Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that they wanted help with all equipment as they were just implanted the day prior and did not feel stimulation and has been going to the bathroom a lot. During call, patient was given assistance with handset and they were able to increase and was feeling stimulation at the end of the call. On 2019-aug-19 additional information was received from patient. They reported that the cause of not feeling stimulation was due to having oab. Action taken for resolution was surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that surgical procedure of permanent interstim placement was done (B)(6)2019. It was helping and patient was not going to the bathroom as much.